Event description:
A customer contacted beckman coulter inc. (Bec) regarding false reactive cmv-igg patient results generated by the unicel - dxi 800 access immunoassay system that did not match the non-reactive cmv-igm results. Repeat testing of the patient sample at a reference lab using three different methodologies produced lower results that were non-reactive for both cmv-igg and cmv-igm on all three methodologies. The results provided by the customer are shown in the attachment. Patient samples were received by cpls (customer product line support) for investigative testing on (B)(6) 2011; however, the results of the investigative testing are not available to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was centrifuged for 10 minutes at 3000g. System checks performed on (B)(6) 2011 and (B)(6) 2011 both passed within instrument specifications. Qc was performing within the customer's established ranges on the day of the event. - attachment: [patient results (B)(4).